Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient was visiting a friend in a dorm and during the middle of the night they woke up on their own to a blood glucose reading of 36mg/dl. The patient indicated the dexcom was not working and was displaying three question marks. The patient stated they were 10 minutes away from experiencing a serious injury and walked out of the dorm complex. A stranger that was passing by assisted the patient in giving him soda and a candy to stabilize his blood sugar. No additional patient or event information is available.